Manufacturer narrative:
(B)(4).

Event description:
A talent aaa stent graft system was implanted in patient for endovascular treatment on an unknown date. It was reported that stent fracture was discovered on an unknown date. Per the physician, the cause of event was unknown. No clinical sequelae were reported.